Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. A similar marketed device of eg34-j10u-us is aviable with a 510k of k200090 (B)(4) if additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an event which occurred in the emea region involving pentax video duodenoscope ed34-i10t2. In the event reported the it was stated the lens gets blurry inside. The anomaly was discovered in the procedure room before use. There was no adverse event reported with this complaint. No additional information was provided.